Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation the device was received inside its protective coil tubing which was stored inside the inner pouch. An examination of the inner pouch found that the pouch had been opened and there were traces of blood inside the pouch. The protective coil tubing and device were removed from the pouch and more traces of blood were visible on the outside surface of the coil tubing. The actual device was removed from the tubing and it was noted that the hypotube was kinked at various locations along its length. No other damage or "contamination" was noted along the length of the device. The stent was fully crimped onto the delivery balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure the device was found to be contaminated. The physician pulled a veriflex (mr) us 12mm 4.00 stent and noticed the shaft was contaminated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure the device was found to be contaminated. The physician pulled a veriflex (mr) us 12mm 4.00 stent and noticed the shaft was contaminated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.